Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported malfunction was confirmed. It was found that the downstream occlusion(dso) seal was detached and the upstream occlusion(uso) seal was buckling. Both the dso and uso seal were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing it was founded that downstream occlusion (dso) seal was damaged. There was no patient involvement.